Manufacturer narrative:
H.6. Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. A device history review could not be completed as no batch number was provided.there are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
It was reported that needle 18x1-1/2 blunt fill had foreign matter on the needle. The following information was provided by the initial reporter: material no: 305180 batch no: unknown. It was reported that the needle was pulled from the pyxis had a white substance on the shaft.

Manufacturer narrative:
The following fields have been updated with corrections: b.3. Date of event: (B)(6) 2020. The date received by manufacturer has been used for this field. G.4. Date received by manufacturer: 2020-09-10.

Event description:
It was reported that needle 18x1-1/2 blunt fill had foreign matter on the needle. The following information was provided by the initial reporter: material no: 305180, batch no: unknown. It was reported that the needle was pulled from the pyxis had a white substance on the shaft.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The initial reporter also notified the FDA on 19 march, 2020. Medwatch report # (B)(4). Report source other: medwatch report. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that needle 18x1-1/2 blunt fill had foreign matter on the needle. The following information was provided by the initial reporter: material no: 305180 batch no: unknown. It was reported that the needle was pulled from the pyxis had a white substance on the shaft.